Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right internal carotid artery aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 10 mm and neck diameter 5 mm. Landing zone (artery size): distal 4 mm and proximal 5 mm. The patient¿s vessel tortuosity was normal. The healthcare provider opened the package, hydrated, delivered into the microcatheter, pushed out the stent, and the tip end could not be opened. The stent was replaced to complete the operation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #814233967:equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex braid was returned with a non-mdt guidewire inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex braid¿s distal end was not opened and frayed. The braid¿s middle part was also damaged, while the proximal end was opened and frayed. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete to open at distal¿ was confirmed, as the pipeline flex braid¿s distal end was not opened and frayed. However, the cause of the failure to open could not be determined. Possible causes include the user deploying the braid in the vessel bend, vessel tortuosity, and damaged braid. In this event, the customer stated normal vessel tortuosity, and the braid was not placed on a vessel bend, ruling out the user deploying the braid in the vessel bend and vessel tortuosity as potential causes. The damaged braid may have contributed to the failure to open. The braid can be damaged due to re-sheathing more than two times, over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the pipeline had not been placed in a vessel bend when it failed to open. The pipeline had been retrieved multiple times in an attempt to open the device. Ancillary devices included a phenom 27 microcatheter.